Manufacturer narrative:
Citation: piriou pg, et al. Outcomes of emergency transcatheter aortic valve replacement in patients with cardiogenic shock: a multicenter retrospective study. Catheter cardiovasc interv. (B)(6)2022;1-8. Doi: 10.1002/ccd.30194. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the outcomes of rescue transcatheter aortic valve replacement (tavr) in patients with cardiogenic shock. All data was retrospectively collected from two centers between january 2015 and may 2019. The study population included 38 patients (predominantly male; mean age 73 years; mean weight 77 kg). Patients were implanted with either an edwards sapien 3 (n = 30) or medtronic evolut r (n = 8) valve. No unique device identifier numbers were provided. Among all 38 patients, 8 deaths occurred within one year of tavr. No statement was made suggesting a causal or contributory relationship between evolut r and the deaths. Among all 38 patients, adverse events included: major stroke; major bleeding; major vascular complications; valve stenosis; regurgitation (intravalvular, paravalvular, or moderate to severe aortic regurgitation); new left bundle branch block; atrial fibrillation; ventricular tachycardia; new permanent pacemaker implantation; coronary obstruction requiring intervention; and rehospitalization (within 30 days or one year of tavr). Although a direct correlation was not made, evolut r may have been associated with these adverse events. No additional adverse patient effects or product performance issues were reported.